Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the surgeon or anyone else mentioned difficulties with the device during that surgery? The surgeon. Did the surgeon start the wedge resection in laparoscopic technique? Yes because at the event description ¿procedure was converted to open¿ is mentioned. Was the conversion to an open procedure only caused by the difficulties with the device? No leakage was the reason. Re-operation. On what tissue type was the device used? At what location on the tissue? Was it a wedge resection on the lung or liver? Gastric bypass, stomach. Was it used on thick tissue?no. On which firing(s) did this event occur (1st, 2nd, 3rd or 4th)? I think the 3. During which stroke did the event occur? Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)?no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?yes. Was there any difficulty removing the device from the tissue?no. Was the device fully articulated? Degree of articulation?no. What was the outcome, leakage, bleeding or other please specify? Bleeding after stapling. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿?yes. How many days after the first surgery the leakage has occurred? One day. Was the second operation on this patient to solve the leakage only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? Leakage is one of the complications of bariatric surgery. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway?no. Has this any impact on the patient, the surgery or the healing process?no. What is the age and sex of the patient?? What is the current status of the patient? Good. Is there any other additional information you would like to share about this device or procedure?no. The analysis results showed that twenty four ecr60b reloads were received unfired and inside their sterile package. One sterile package was opened, pulled the reload out and was loaded into a test ple60a device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the reload performed without any difficulties noted during the functional testing. No malformed staples were noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastric bypass procedure the device didn't staple properly. There was no decent staple line and the staples were malformed. The surgeon tried to fix it with another reload, but this one failed as well. He decided to use a reload from another lot number. This time decent staples were formed. The surgeon insinuates that because of this malfunction a leakage occurred a few days after the surgery. They had to perform a second operation on this patient to solve the leakage.